Event description:
It was reported that the burr became stuck in the rotawire. Vascular access was obtained via femoral artery. The >=90 degree bend, concentric target lesion was located in the mildly calcified left anterior descending artery. A 1.50 mm rotalink plus and a rotawire were selected for use. During the procedure, the burr was advanced through the guiding after the rotawire got crossed. Subsequently, it was noted that the wire became acute kink and the burr became stuck in the rotawire. Both burr and wire were removed manually from the patient's body. The procedure was completed with another burr and rotawire. No patient complications reported and the patient is stable.